Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/22/2019. The field service engineer replaced the front bezel to address the issue.

Event description:
Investigation on this quality issue shows that the field service engineer (fse) reported that after completing nav-ring replacement the unit has and led error. There was no patient involvement.